Event description:
Pt with noted asymmetric layered thrombus to outflow cannula on CT performed (B)(6) 2018 medically managed with coumadin, plavix and aspirin. Taking medications as ordered. Does not follow diet restrictions. Ldh range 590-660 since (B)(6). Inr goal range 2.5-3.5. Pt with noted inr below range once in (B)(6) and twice in (B)(6). Pt stated recent fall on approx (B)(6) 2011. Pt seen in clinic (B)(6) 2018 with ldh 1700. Admitted (B)(6) 2019 for hemolysis. Heparin started on admission. On (B)(6) 2019 flows and power 6-7. On (B)(6) CT scan with noted non-occlusive thrombus within outflow cannula. Ldh without decrease even with heparin. Lvad exchanged (B)(6) 2019.